Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and found that the cannula was bent. The customer was advised to change their sets. The customer declined troubleshooting serter issues. The customer returned their reservoir for analysis.